Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, at the time of putting the screw in the tibial tunnel it broke. The rest of the screw was taken out. It is unknown how the procedure was finished, there was no surgical delay reported. No further complications were reported.

Manufacturer narrative:
H3, h6: ¿the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the resin found that the storage protocols, material specifications, and material tests were appropriately documented. A material certificate of analysis is required. A review of the customer provided image found a screw that is fractured on the distal end. It has not been reported whether the broken screw was retrieved from the patient. If a portion of the biosure screw remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If the screw was retained it is unknown if the biosure screw will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation."